Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported deflation and valve leak against left device. The device has been explanted.

Event description:
Healthcare professional reported deflation and valve leak against left device. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease flat, crack valve, wear abrasion, and white particles in shell. Leak test and microscopic analysis was performed which identified: crack valve. Based on the device analysis the final assessment is: - a cracked valve seat diaphragm valve.